Event description:
(B)(6) received reporting occlusion/flow issues with use of b3004h 40" 4.6ml 20 drop admin set. The ufmw states" .. Secondary tubing did not infuse flush after chemotherapy administration. Manual flush of chemotherapy." There were no reported adverse consequences. Although requested, add'l incident info and device return requests have to date been unsuccessful. MFR's analysis: a review of the mfg lot database for lot # 2405483 (mfg. Date 11/2011) shows 3000 units were mfg tested, inspected and released. The lot build records showed all visual, dimensional and functional qc lot testing met all specs. There were no exception or rejection documents generated during the build. Conclusion: the involved device was not returned for analysis and investigation. Cause of the reported incident remains unk.